Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10391, 2134265-2017-10393 and 2134265-2017-10394. (B)(4) clinical study. It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient underwent percutaneous coronary intervention (pci) to left anterior descending artery (lad) using a 3 x 60 mm promus element stent. In addition proximal left circumflex (lcx) artery was also treated with placement of 2.5 x 20 mm promus element stent, 2.75 x 8 mm promus element stent and 3 x 23 mm non-bsc stent. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition was myocardial infarction (mi) and the patient was referred for elective cardiac catheterization. Subsequently index procedure was performed on the same day. The target lesion was a long lesion located in the proximal right coronary artery (rca) extending to mid rca with 90% stenosis and was 30 mm long with a reference vessel diameter of 3.50 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 38 mm study stent. Following post dilatation, the residual stenosis was 10%. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2014, a 3.00x38mm taxus element paclitaxel-eluting coronary stent system was implanted at the proximal lcx to mid lcx. In (B)(6) 2015, the patient presented to the hospital with substernal chest pain radiating to back, leg and to arms. Subsequently, the patient was hospitalized on the same day for further evaluation. Cardiac catheterization was recommended. The 95% to 99% isr located in lcx was treated with placement of 3.0 x 38 mm and 3.0 x 16 mm promus premier stents in an overlapping manner. Post dilatation, a repeat coronary angiogram showed an excellent technical result with near 0% residual stenosis with timi grade iii flow. Additionally, on the same day, the under expanded stent in lad was successfully expanded with 3.25 x 20 mm quantum apex balloon followed by a 3.50 x 15 mm quantum apex balloon. Post dilatation, repeat angiogram showed good opening of lad stent with timi grade iii flow and near 0% residual stenosis. The following day, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Event date corrected from (B)(6) 2015 to (B)(6) 2015. (B)(4).

Event description:
Previously it was reported that the devices involved were promus element stents and a taxus element stent. The correct devices should have been promus element plus stents and an ion stent.

Manufacturer narrative:
Describe event or problem corrected. Brand name corrected from promus element everolimus-eluting coronary stent system to promus element plus everolimus-eluting platinum chromium coronary stent system. Upn- search corrected from unk634 - promus element - cmc - maple grove (intervent cardio) - interv cardiology - 30000 to unk717 - promus element plus - cmc - maple grove (intervent cardio) - 30000. Upn number corrected from unk634 to unk717. (B)(4).

Event description:
Previously it was reported that the devices involved were promus element stents and a taxus element stent. The correct devices should have been promus element plus stents and an ion stent.